Manufacturer narrative:
Zimmer biomet (B)(4). Patient's weight was not provided.

Event description:
It was reported that the implant had to be removed as patient was experiencing an ongoing allergic reaction at the site. The allergic response manifested as ongoing redness, palpation, sharp jolting pain when the implant connections (healing cap or abutment) were handled and also complained of salty drainage. Tooth #7.

Event description:
There is no update to the original complaint description provided.

Manufacturer narrative:
Product evaluation: one 3i t3® tapered implant 4/3 x 10mm (bopt4310) was returned for investigation. Visual inspection of the as returned product identified signs of wear and debris about the threads and drive feature. No pre-existing conditions were noted on the per. The reported product was located on tooth site 7, and used for approximately 4 months. The reported event could not be recreated due to the nature of the dental device and event (medical conditions). DHR review: DHR review was completed for the subject lot number 2018100478. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Based on the router, no devices were rejected based on raw material preparation. Complaint history review: complaint history review was performed for the reported lot number (2018100478) for similar event and 1 other complaint was identified under (B)(4). Post market trend review: february post market trending was reviewed and there were no actionable events or corrective actions for the reported event (allergic reaction) or product. Therefore, based on the available information, device malfunction has not occurred and the reported event was non-verifiable. Sections updated: b4: date of this report g3: date additional information/investigation results were received g6: type of report and follow up number h2: follow up type h3: device evaluated by manufacturer h6: adverse event problem codes h10: manufacturer's narrative.